Event description:
It was reported that at implant, after attempting to position the lead, it was noted that the lead's helix was bent. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. It was noted that the helix/lobe was distorted/bent, the inner insulation was kinked buckled, there was blood in/on the helix/lobe mechanism and mechanism (sleeve head). Visual analysis noted that the lead was damaged at implant.